Manufacturer narrative:
Patient information was not provided for reporting. Device malfunctioned intraoperative. Device was not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during the surgery on (B)(6) 2018, the headless compression screw was applied to inversion microdactylia. During countersinking process after compression of the screw, the lateral side the cortical bone was cracked. Another screw was inserted into the bone from a different position and placed successfully. No fragments were generated, and the surgery was completed successfully without delay. Patient status was not provided. This report is for one (1) 2.4mm ti hdlss compression scr 12mm/short thread-sterile. This is report 1 of 1 for (B)(4).